Manufacturer narrative:
Section d4: catalog number: corrected. Section d4: expiration date: additional information. Section h4: device manufacture date: additional information. Manufacturer's investigation conclusion: the reported event of a thrombus could not be confirmed through this evaluation as no imaging was submitted for review and no product was returned for investigation. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event of gastrointestinal bleeding could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on the hm ii lvas, serial number (B)(6) with no further related events reported at this time. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU ¿introduction¿ of this document lists the potential adverse events, including device thrombosis and bleeding, that may be associated with the use of the hm ii lvas. Section 6 of the IFU "patient care and management" outlines the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also outlines indications of pump thrombosis, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a history of thrombus and was no longer on anticoagulants (ac) for a gastrointestinal (gi) bleed. Event date was estimated.